Event description:
Related manufacturer reference number: 2017865-2021-30673. It was reported that the pacing dependent patient presented to the emergency room unresponsive, and in asystole due to ventricular fibrillation (vf). Medical staff performed cardiopulmonary resuscitation and external defibrillation. The patient return to sinus rhythm and was then intubated. Upon interrogation of the implantable cardioverter defibrillator no episodes of ventricular arrhythmias were recorded on stored electrocardiograms. However, an episode of non-sustained right ventricular over-sensing was recorded during the time of the vf episode. Under-sensing exhibited by the right ventricular lead was suspected to cause high voltage therapy to be withheld. Also, of note was over-sensed noise on the discrimination channel resulting intermittent sensing and pacing inhibition. Programming interventions were made. The patient remained unresponsive.